Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The pr reading on the root was in the 230's bpm (significantly higher than on the transport monitor), which was concerning as this is a cardiac care floor. I was informed by (B)(6) of a concern regarding the pr reading on a masimo root/radical-7 on 8n in room 12. I talked to (B)(6), and was told the following: a patient (B)(6) was brought to 8n with a masimo pdt sensor on, connected to an OEM monitor with set. They disconnected the spo2 sensor and connected to the radical-7/root in the room. The pr reading on the root was in the 230¿s bpm (significantly higher than on the transport monitor), which was concerning as this is a cardiac care floor. They palpated pr and found it to be about half of what the pr on the root was reading. They then changed the sensor and put a neo adhesive sensor on the patient. Pr reading with the neo sensor was reflective of the palpated pulse. I was also told by (B)(6), that the bp readings on the root were also high; she noted the systolic bp on root was in the 130¿s and when they checked with the ge dinamap the systolic bp was about 113. No patient impact or consequences were reported.